Manufacturer narrative:
Patient codes: (b)4). Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of dissection, death, occlusion, prolapse and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: after stent deployment, it was noted that the diagonal branch was occluded, due to plaque shift. There was some concern for dissection in the diagonal branch, so balloon dilatation was performed. Unsuccessful attempts were made to restore flow to the diagonal artery and the procedure was aborted. Per study physician, thrombosis of the implanted xience sierra stents likely contributed to the patients death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient identifier: (B)(6). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 38 mm xience sierra stent and a 3.25 x 18 mm xience sierra stent in the proximal left anterior descending artery. Post procedure, cardiac enzymes were elevated. The patient was discharged to home on (B)(6) 2019. After discharge, on (B)(6) 2019, the patient died, due to unknown cause. There was no additional information provided.